Event description:
Affiliate reported that although there was difficulty in zeroing the microsensor during the procedure, the device was implanted anyway. It was explained that there were erratic pressure readings and as a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.